Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. An alert for high, out of range, high voltage lead impedance was noted. Further testing was recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.